Event description:
Patient presented for inferior vena cava (ivc) filter removal. The device was placed at an outside hospital and reportedly one failed removal attempt was made at that facility. Due to placement occurring at another facility the filter's model, lot, and serial numbers are not available. Initial imaging showed a mid-shaft fracture of one filter leg which was present on the prior outside images (dated 2 months earlier) unchanged. The filter was removed ultimately using a loop snare technique. All six arms and five legs were intact. The retained half filter leg appeared to be completely endothelialized leaving no exposed portion for percutaneous retrieval. According to documentation in the medical record, the half leg fragment was not retrieved as the risk of further removal attempts outweighed those of leaving it in place.